Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer. Where in the green gap setting scale was the indicator? At the 1.5 mm gap indicator. What hcp fired the device and what was their experience with device? Surgical assist with 12 yrs of experience. Were any issues noted with staple formation? None noted. Were the donuts inspected for completeness and washer for complete transection? Yes, complete donuts and complete washer transection. What is the current patient status? The patient is fine but has a loop ileostomy that won't be reversed for several weeks.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, it was stated that a leak was discovered after firing the device in the procedure. A loop ileostomy completed the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p57g5l. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.